Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported stress shielding was recorded on the 5 year follow-up for radiographic findings on operative site on left hip.